Manufacturer narrative:
Device is a combination product.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 11:29 am CT.the report number is being corrected from: 2134265-2018-64409to: 2134265-2018-63370.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 28x3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the device failed to cross the lesion and the stent strut was lifted up upon withdrawing the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the stent found damage to the first proximal stent row with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 28x3.50mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the device failed to cross the lesion and the stent strut was lifted up upon withdrawing the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.